Manufacturer narrative:
The investigation is ongoing.

Event description:
We received an allegation of an issue with the cobas infinity lab core license software version 3.03.15. The customer alleged that the software overcalculated the value for the eosinophils test, resulting in an incorrect result. Allegedly, after completing the validation and transmission process, the original result is transmitted from the instrument again as a multiplied result. This significantly higher result is not validated, as it is not compatible with the other results.

Manufacturer narrative:
The cobas infinity software allows for the creation of customized rules. The software automatically triggers the corresponding actions if certain conditions are met. The customer used an instrument-test context rule, which is designed to automate actions based on events related to specific tests from instrument messages. The investigation was able to reproduce the customer's allegation. When results are sent from an instrument with the "overwrite test result" option set to "yes, except when medically validated", and the order contains tests that are already medically validated, the rule engine still evaluates rules that affect these medically validated tests. If the conditions of these rules are met, the rule is triggered and its corresponding action is executed. If the action involves modifying a test result, the medically validated result is devalidated and modified per the rule¿s action. The investigation confirmed this as a software issue, as the rule engine should not evaluate rules when results are received from an instrument with the "overwrite test result" option set to "yes, except when medically validated", and the results are already medically validated.